Event description:
Complainant alleged that during monitoring of a pt being treated for a head wound the device would intermittently display "low batt" and power off. Three different batteries were used, all with the same ending result. The complainant indicated that the pt subsequently expired, which was not relevant to the reported malfunction.